Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer passed away. Reportedly, customer experienced a bg of 13 mg/dl and subsequently passed away. No additional information was provided. The pump is expected to be returned and a pump data review will be performed.

Manufacturer narrative:
(B)(6) year old male passed away in the middle of the night. The last automated bolus was given on (B)(6) 2021 at 6:00 pm. User programmed a bolus for carbohydrate and correction on (B)(6) 2021 at 1:39 am that was limited by the bolus calculator due to insulin-on-board. User then completed tubing prime as part of a cartridge change process with maximum fill amount of 30.19 units at 2:44 am, and then repeated this maximum prime of 30.19 units again at 2:55 am. Pump was programmed to beep and vibrate during the fill process, to alert user of the fill process. After this there were no additional bolus insulin doses delivered. Cgm glucose began to drop at 3:00 am, insulin was automatically suspended by the pump for one hour, and cgm value rose to 86 mg/dl. It is unknown whether the user took carbohydrates at that time. Insulin delivery was again automatically suspended at 4:40 am due to decreasing cgm values, until they were continually reported at 40 mg/dl and then stopped reading at 6:15 am. Numerous control iq low alerts were triggered in addition to the cgm low threshold alert (user set at 80 mg/dl) which were sent to the user throughout this period. Possible use of a nasal spray was reported, which may have been nasal glucagon as part of an attempt at hypoglycemia rescue. We do not know if the user was connected to the pump during one or both of the 30.19 unit tube priming events. Pump evaluation found the pump and control iq algorithm were working as designed.